Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, no audio output cannot be confirmed through data review. A root cause cannot be determined.